Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain three of four of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. During troubleshooting, a leak was noted on the floor from an unspecified location during use of a homechoice cassette. The hp stated none of the bags became disconnected and none of the connections became loose. Renal therapy services (rts) advised the hp to start over with new supplies or use manual supplies. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.